Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air gaps were observed along the infusion set tubing. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. The customer was educated regarding the fill instructions. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer primed the tubing, and continued using the pump for insulin therapy.